Manufacturer narrative:
Please disregard this mrn as this event was previously reported under mrn 1818910-2026-06793. No further reports will be submitted against this mrn.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a fracture of the greater trochanter occurred during the index procedure and was treated with a trochanteric plate, including cables and a screw for stabilization. No delay and no patient harm was noted. Doe: (B)(6) 2026. Affected side: right hip.